Event description:
It was reported that a user experienced prolonged hyperglycemia with a highest cgm reading of 400 mg/dl after an infusion site on the arm was noted to be leaking; before changing supplies, the user entered four meal announcements to correct the high glucose, and after a supply change the glucose trended down slowly while the pump continued minimal dosing, with contributing factors including recent prednisolone use, cough medicine, and increased activity. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the reporter and analysis of information provided by the user or third party. Investigation of this case revealed no device problem found and identified a usage problem, specifically improper procedure by using meal announcements as corrections, associated with the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.